Event description:
It was reported that during an open reduction internal fixation (orif) procedure of patella, the k-wire was inserted into the patella to hold reduction and the k-wire broke during removal. Surgeon used wire collett to remove k-wire. He placed collett on k-wire, in reverse, k-wire broke off in drill. Surgeon tried using a large drill and another piece of the k-wire broke off. Surgeon finally used cannulated drill bit to over ream and removed the remaining k-wire. Procedure was completed with no further problems. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.